Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. The same day following filter deployment, CT scan of the chest demonstrated sub segmental pulmonary embolus in the right lower lobe and a caval filter was seen in place just distal to the insertion of the left renal. Approximately four days post filter deployment, an inferior vena cavagram was performed which demonstrated non-occlusive thrombosis below the filter. Based on the findings of the venogram, the decision was made to not remove the filter. Approximately sixteen weeks post filter deployment, CT of the chest performed for pulmonary embolism did not demonstrated pulmonary embolism. Approximately one year five months post filter deployment, the cone of the filter was successfully engaged; however, retrieval was unsuccessful as the filter was tightly adherent to the inferior vena cava walls. Additional retrieval attempts were also unsuccessful. Therefore, the investigation is confirmed for retrieval difficulties. It can also be confirmed that the patient was identified to have pe after the filter was deployed. However, it is unknown if the pulmonary nodules that were identified prior to filter deployment where also pe; the identified pe dissipated sixteen weeks after identification. The relationship to the filter or the origin of the filter was not established in the provided medical records. Based upon the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with renal vein thrombosis. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Medical records were received and reviewed. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. Medical records review: the patient with complaints of shortness of breath and hemoptysis and a testicular mass had a CT scan performed at a previous hospital which demonstrated multiple pulmonary nodules. The patient was admitted to the hospital and a CT scan of the abdomen demonstrated renal vein thrombosis with the thrombus extending into the lumen of the inferior vena cava. The following day, the patient had a vena cava filter deployed in the suprarenal vena cava and filter retrieval was recommended prior to discharged from the hospital. The same day following filter placement, CT of the chest demonstrated sub segmental pulmonary embolus. One day post filter deployment, the patient underwent left radical inguinal orchiectomy. Approximately four days post filter deployment, during scheduled retrieval, vena cavogram demonstrated non-occlusive thrombosis below the filter. Therefore, based on the findings of the venogram, the decision was made to leave the filter in place until the patient was therapeutic on anticoagulation therapy. Approximately one year five months post filter deployment, during scheduled filter retrieval, a retrieval set was advanced to the tip of the filter. The cone of the filter was successfully engaged; however, retrieval was unsuccessful as the filter was tightly adherent to the caval wall. Additional retrieval attempts were unsuccessful and the decision was made to leave the filter in place. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with renal vein thrombosis. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.